Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. A second triclip was selected and during deployment which testing the lock the clip had a single leaflet detachment and the clip was no longer attached to the septal leaflet. Two additional triclips were attempted to be placed but was unable to grasp the leflets so the clip was removed from the patient and the procedure was discontinued. The final tr was grade 4. There were no clinically significant delays reported and no adverse patient sequela was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a cause for the reported slda resulting in tr cannot be determined. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. A second triclip was selected and during deployment which testing the lock the clip had a single leaflet detachment and the clip was no longer attached to the septal leaflet. Two additional triclips were attempted to be placed, but was unable to grasp the leflets so the clip was removed from the patient and the procedure was discontinued. The final tr was grade 4. There were no clinically significant delays reported and no adverse patient sequela was reported.